Event description:
It was reported that an ilet pump repeatedly displayed alert 75 despite multiple restarts and charging, consistent with a device malfunction related to internal power communication, and the device was replaced; the user¿s blood glucose was reported at 144 mg/dl and was not affected. Symptoms included no clinical effects. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer interview and basic troubleshooting, including restart and charging guidance. Investigation of this device revealed a persistent alarm consistent with a power-related internal communication fault, and the device was exchanged. Investigation of this case revealed a persistent device alarm consistent with a power or communication fault within the device electronics. It was concluded that the cause was an electronic component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.